Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie had failed. A field service engineer (fse) established communication with the customer to initiate a remote session for further troubleshooting. The customer later reported that the issue had been resolved independently after identifying that pocket d3 on drawer 3.2 of the main station had failed due to a medication obstruction preventing the lid from opening properly. The obstruction was cleared, restoring normal operation, and no further repairs were required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.